Manufacturer narrative:
During inner illumination the devices' lumen was found to be blocked. After cleaning the device, both sides of the restriction unit are open, some light of obstructions were seen. After slicing the device, two lumen openings, on both sides of the restriction unit were seen, and no welding penetrations were found. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect had been noticed during the inspection, the product would have been rejected immediately. Having said that, one may conclude, that the blockage was formed after the product had left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since lumen openings were seen on both sides of the restriction unit and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external - related to patient condition / non-product factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes. During inner illumination the device's lumen was found to be blocked. After cleaning the device, both sides of the restriction unit are open, some light of obstructions were seen, therefore, it was decided to cut the device. After slicing the deice, two lumen openings, on both sides of the restriction unit were seen, and no welding penetrations were found. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect would have been noticed during the inspection, the product would be rejected immediately. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Having said that, one may conclude, that the blockage was formed after the product had left the manufacturing plant. The root cause could not be conclusively determined. The blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since lumen openings were seen on both sides of the restriction unit and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that the patient's intraocular pressure (iop) increased approximately a month after a glaucoma filtration device implantation. The patient received a yag laser treatment with no improvement. The device was explanted and trabeculectomy was performed as the patient didn't show any improvement in spite of eye massage performed. The surgeon suspects that the shunt was clogged. Additional information was requested.